Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic ventil was leaking after the contrast media (radiopaque material) was used. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being used on the patient but there was no blood return observed. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and flush test evaluation of the returned device. Visual analysis of the returned sample was found in normal condition, no valve damaged observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. A flush test was performed and it was found working correctly, the device was flushing correctly, no issues were observed. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that use best practices for inserting or retracting any device at the hemostatic valve. Also states that do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-aug-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic ventil was leaking after the contrast media (radiopaque material) was used. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being used on the patient but there was no blood return observed. There was no patient consequence. There were no air or bubbles entering the patient. No section broke or separated, just the ventil was leaking. The hemostasis valve (gasket)did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath.